Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the proximal right coronary artery, exhibiting 99% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent failed to cross the lesion and stent deformation occurred. It was informed that the event was due to use of the device in difficult lesion morphology. Procedure was completed using a new medtronic device. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.